Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
H6 health effect impact code: f26. Component code: g01003. D8 was this device serviced by a third party? No. A review of tickets was performed for reagent lot number 18390ui00. The ticket search determined that there is normal complaint activity for the reagent lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the alinity I b12 reagent lot 18390ui00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Multiple patients were involved in this incident; sid (B)(6). This report is being filed on an international product, list number 07p67-22 that has a similar product distributed in the us, list number 7p67-21.

Event description:
The customer generated falsely elevated alinity I b12 results for three patients. The following information was provided: sid (B)(6) , tested 2x with error "unable to calculate result. Final rlu read is outside the specification of the highest calibrator." , repeated 6x > 1,476 pmol/l, repeated with dilution > 4,427 pmol/l. Repeated at outside lab using another platform (roche); result was noted as being very high on this sample with no specific results provided to abbott. Sid (B)(6) initial result 859 pmol/l, repeated 531 pmol/l sid (B)(6) initial result 520 pmol/l, repeated 520 pmol/l, 91 pmol/l, > 1,476 pmol/l, 72 pmol/l, 94 pmol/l, and > 1,476 pmol/l it was noted that sid (B)(6) was being treated with b12 for poisoning and the customer believes the high results for this patient caused carryover for sid (B)(6) and (B)(6) leading to the discrepancy. No impact to patient management was reported.